Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number 1644408-2022-01290; 400-03-361, s800 - revision surgery, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Revision surgery - patient had a liner and head. Image 2 weeks ago for draining of incision and continued to drained so changed again and washed out.